Event description:
A malfunction was reported on the pump, which was operating in 20-degree weather, and the caller mentioned a malfunction code, malf 1. There was no adverse impact on the customer's blood glucose level. Technical support assisted in resetting the pump, but the malfunction code recurred, so they advised the replacement of the pump. The customer was informed to use a backup insulin delivery method, mdi, while waiting for the replacement, which would come with updated software. The customer was guided on how to return the malfunctioning pump and instructed on programming settings and connecting their cgm to the new pump.